Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they found out that their ins battery was depleted / not working as they saw a code on the patient programmer but could not remember the code. Patient also reported that when the ins was implanted the device they "used no anesthesia" and she had a lot of pain at implant site on day of implant ((B)(6) 2011) and they were she was "crying and screaming in pain". No further complications were noted or anticipated. Additional information was reported on august 21st, 2019. The patient stated that their implant "stopped working the day of the surgery" (implant) and asked "what do I do with it." Patient services reviewed the option of having the ins removed and recommended the patient follow-up with their healthcare provider (hcp). The patient asked if surgery is difficult; patient services deferred medical question to hcp. The patient requested hcp listings. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.